Manufacturer narrative:
B2 ¿ outcomes attributed to ae ¿ corrected ¿ death was not caused the device malfunction. D4 expiration date ¿ added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. H6 patient code grid ¿ corrected. H1 type of reportable event- corrected ¿ the reported malfunction did not cause the patient¿s death. H3 device evaluated by mfg ¿updated. H3 summary attached ¿ updated. H4 manufacturing date ¿ added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was received with microcatheter and the reported lot number was confirmed from the returned packaging. During visual inspection, the guidewire was returned tied up and kinked in several locations. There were no anomalies noted to the returned microcatheter. The distal 34.5cm section of the guidewire was fractured at the junction. The guidewire core wire had been pulled out of the distal end and was fractured. There were no anomalies noted to the ptfe coating. A functional test was not performed with the returned microcatheter as the guidewire was fractured. A patency mandrel was advanced through the returned microcatheter without difficulty. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. As per the additional information the patient¿s anatomy was moderately tortuous. The device was returned and it was confirmed to be kinked and broken/fractured. It is probable that the device was damaged during navigation and manipulation through the patient¿s anatomy. An assignable cause of procedural factors will be assigned to the reported and analyzed guidewire broken/fractured during use and the analyzed guidewire kinked/bent as the issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. There was no damage noted to the guidewire ptfe coating, therefore an assignable cause of not confirmed will be assigned to the reported guidewire ptfe coating peeling.

Event description:
It was reported that during the procedure, the hypo coating at the tip of the guidewire (subject device) was found to be partially fractured through angiography. When the subject guidewire was removed, it was found that it was not completely fractured and the coating was peeling off. Some of the peeled coating fell into the microcatheter and some fell off outside. The physician successfully removed all the coating that fell off in the micro catheter while inside the patient¿s anatomy. The physician immediately ended the procedure because the patient¿s condition was quite severe and the vital signs were not stable. The patient was given unknown medication after the procedure and was reported to be unconscious. Physician confirmed the patient died due to the preexisting condition and not because of the event. No further information is available.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the hypo coating at the tip of the guidewire (subject device) was found to be partially fractured through angiography. When the subject guidewire was removed, it was found that it was not completely fractured and the coating was peeling off. Some of the peeled coating fell into the microcatheter and some fell off outside. The physician successfully removed all the coating that fell off in the micro catheter while inside the patient¿s anatomy. The physician immediately ended the procedure because the patient¿s condition was quite severe and the vital signs were not stable. The patient was given unknown medication after the procedure and was reported to be unconscious. Physician confirmed the patient died due to the preexisting condition and not because of the event. No further information is available.